Event description:
Oncentra brachy offers applicator modelling functionality, which aids the end-user in the reconstruction of an entire applicator geometry by using anchor points. During the root cause analyze of a reported customer complaint, unique scenario's have been identified that could potentially lead to the applicator to be mirrored. The error condition was first detected by the (B)(4) engineering team on (B)(6) 2021.

Manufacturer narrative:
The investigation was completed by conducting a thorough evaluation of the product and the reported information. 1. In the unique scenario, where applicator modelling is used for the venezia¿ applicator (called advanced gynecological applicator in the applicator library manager) in combination with using both the o1 center and o2 center anchor points as part of the used set of anchor points. 2. In the exceptional scenario, where during placement of the applicator anchor points the user accidentally swaps two symmetrically located anchor points of the model, the applicator could get placed with the left and right channels mirrored. This situation could apply to all applicator models that are symmetrical in the left-right direction. This is caused by a design fault in the mapping of the applicator model to the user provided anchor points. Based on the available information there has been no actual mistreatment. An important field safety notice will be sent to all affected customers from 15 october 2021 ((B)(4) reference #fca-nu-0007). A software update will be released addressing the defect which is estimated march 2022.